Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: used the dst-eea 28 to perform the colorectal anastomosis. Everything went well, tension free anastomosis, enough colic preparation. The device closed and fired easy and like usual. Two complete donuts after firing. A leakage test was performed and it was noticed that the anastomosis was leaking. When anastomosis was repaired they noticed that 1/4 of the staple line circumference was missing staples. There was unanticipated tissue loss as a result of the problem. There was no bleeding reported in excess of 500 cc. The case was extended by more than 30 minutes. No reinforcement material was used.